Event description:
I have been having adverse affects to the essure that have gotten progressively worse. It wasn't until this month that I made the connection and when I looked online I realized there were thousands of women with the same symptoms I have and I feel like now that I know I can remove this foreign object from my body and get back to a normal life, or at least hope too.